Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B) (4). There are 2 events associated with this event type (serious injury) and produce code ((B) (4)).

Event description:
Serious injury. Pt had chin implant several years ago. The bony structure has deteriorated over time and a revision surgery was done ((B) (6) 2006) to replace the implant. Because the bony defect sight, hydroset was used for the voids. A 8mm chin plate was placed. Surgeon noted that the area was already infected before hydroset was placed in area. Pt continued to have issues and was treated with antibiotics for the infection. Surgeon noted during biopsy that the hset appeared to be "flaking." Lot is believed, but not confirmed, to be ic00093 pt had debridement without removal of the bone cement. CT scanning has shown pt has diffuse soft tissue swelling in all areas where the soft tissue was in contact with the bone cement (unrelated to the soft tissue infection area).